Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service alarm issue during the prime/fill cannula step. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.